Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they fell about 8 weeks ago. Patient said they kept having pain in their right back hip. Patient thought they jarred themselves pretty hard there. Patient was going on a trip with their husband and the pain seemed to be getting worse and they were beginning to think that they may have a lead that has come loose on the stimulator because it hurt worse when they were sitting up in the front seat when they drive. The pain was in the upper buttock's cheek area and seemed to get worse when sitting. Patient didn't bring their equipment with them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zxud); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.